Event description:
The incident was reported by the distributor of the device. A customer reported a negative result with clearview easy hcg (lot could have been cc0024 or cc0031). The pt used an otc pregnancy test, the next day which was positive. The day after the pt had a positive result with clearview easy hcg, pt was confirmed to be 6 weeks pregnant by ultrasound.